Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported the PICC was needing dressing changes every day because the kink was between the insertion site and the statlock. The PICC had a little bit more external length.